Manufacturer narrative:
Event date: exact date unknown, event occurred a few months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site due to the placement of the ipg. It was also noted that the patients ipg was taking longer to charge and was not holding a charge. The patient underwent a revision procedure wherein the ipg was repositioned and replaced with a non-rechargeable device. The patient was doing well post-operatively. The explanted device will not be returned.